Manufacturer narrative:
Cord strength compromised resulting in loss of function of the system due to. User misinterprets the 4nm indication and applies too much torque to the set screw causing damage to the cord user misinterprets the calibration indication and proceeds to use a torsion torque driver which is not within the calibrated range. User applies excessive tensioning force causing damage to the cord. Additionally, tightening of the screw followed from the upper to the lower screw (not according surgical technique). User engages the set screw into the pedicle screw too deep causing engagement with the cord. When the cord is finally tightened, the protruding set screw will cause damage to the cord sliding past. Additionally, tightening of the screw followed from the upper to the lower screw (not according surgical technique). User over tensions the cord past the 300n indication on the cord tensioning instrument resulting in reduced cord strength. User misinterprets the functional zone area on the cord thus implanting the incorrect cord portion. Based on the given information and the results of the investigation, we were not able to identify a specific cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Event description:
Event description has not changed. The surgical technique dynesys dynamic stabilization system describes the insertion of the cord through the first pedicle screw: "note: always start the insertion procedure from the most caudal pedicle screw.". It was mentioned that the technique of the surgeon who performed the implantation surgery is to start with securing the cord to the top screw and moving progressively to the bottom screw, tensioning the cord and tightening the set screw at each level in turn. It is not according to surgical technique. Possible route causes according to em worksheet sap document: breakage of implant due to: misinterpretation of x-rays leads to incorrect patient positioning. Reuse of single use device.

Event description:
It was reported that the pt was implanted a dynesys l.i.s. Fusion cord 200 on an unk date. It was reported by the surgeon that the dynesis cord was found broken between the t9 and t10 screws during a revision surgery performed on (B)(6) 2015. The revision surgery was done to correct a spinal curvature. The screws were reported to be solid in the bone with no loosening. A new cord and set screws were used during the revision surgery and an additional level was added to the bottom of the construct.

Manufacturer narrative:
The manufacturer did not receive devices surgical reports or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).